Event description:
Customer reported a checkvalve failure. Fluid in the secondary container back flowed within 5 minutes after starting the infusion, into the primary container. No patient harm occurred and no medical intervention was required. The sets were discarded. No additional information was available.

Manufacturer narrative:
Manufacturer's report date: 4/08/2009.